Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reports a patient presented with bleeding two days following hysterectomy. The patient was returned to surgery for repair. The attending surgeon commented that suture was not present at the site of the bleeding.